Manufacturer narrative:
Treatment parameters provided by physician are higher than the recommended limits of operation in the clinical reference guide. This may have resulting in the scarring. Scarring did not resolve six months after the completion of surgery. Physician did not send device back to manufacturer for evaluation.

Event description:
Patient underwent electrosurgery procedure to treat sebaceous hyperplasia of the face, which resulted in generalized erythema but later developed depressed scarring.